Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that healthcare provider (hcp) took the device out on thursday because patient couldn't stand the pain. Patient reported the pain started as soon as the local anesthesia wore off and they could not even put their foot on the floor or stand because of the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.